Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The herculink elite device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during a renal artery procedure the herculink elite stent delivery system (sds) was advanced across the lesion but prior to deployment a bent stent strut was noted. The device was successfully removed with resistance as the bent strut caught on the sheath; there was no dislodgement. A non-abbott device was used in the procedure. During post dilatation the viatrac 14 plus balloon dilatation catheter (bdc) was positioned across the lesion but ruptured during the initial attempt to pressurize the balloon. There was no adverse patient effect. A different balloon was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.